Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to mechanical stress caused by such as friction, or chemical attack caused by an unrecommended chemical solution. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2022, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.